Event description:
An invasively ventilated patient allegedly desaturated twice while receiving ventilatory support from this device. It was reported that the patient circuit became occluded by condensate from the humidifier in use with the device. This circuit was reportedly not approved for use with this device. The apnea and low minute ventilation alarms were reportedly disabled. The condensate was cleared from the circuitry and the patient reportedly recovered from desaturation events rapidly and has suffered no serious injury. This is no report of device malfunction, as it reportedly continued to operate as specified during this event. Had either of the alarms been enable during use they would have alerted the caregiver of these types of events. The unit has not been returned for evaluation.